Event description:
Physio-control was performing an eval of a device returned on recall. A review of the device's data download shows indications that device operation locked up during the 3:00 am selftest on **date** and subsequently depleted the device's internal battery, and the charge-pak battery charger.

Manufacturer narrative:
Physio-control is continuing to investigate observed occurrence.